Event description:
It was reported that during a da vinci prostatectomy procedure, it was found that the tip of the maryland bipolar forceps instrument was frayed. It was final stage of the operation, so after that, without using instrument, the operation was completed without problems. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch down cable frayed at the distal clevis hub. The small frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. The grips did not exhibit any damage. Additional observation not reported was main tube scratches. The distal end of the main tube had multiple scratches with light material removal. The scratches were .242 - .148 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable and the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.